Manufacturer narrative:
During use for pre dilation, the saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) rupture at four atmospheres (4atms). There was no patient injury. The lesion was the iliac artery. The doctor commented that the issue might have occurred due to severe calcification, moderate tortuosity and ninety percent stenosis. There were no visual anomalies confirmed during the preparation. The device was replaced with an unknown device and the procedure was completed. There were no difficulty with the balloon during prep. The device was prepped according to the instruction for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 17618740 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification, moderate tortuosity and 90% stenosis may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use for pre dilation, the saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) rupture at four atmospheres (4 atms). There was no patient injury. The lesion was the iliac artery. The doctor commented that the issue might have occurred due to severe calcification, moderate tortuosity and ninety percent stenosis. There were no visual anomalies confirmed during the preparation. The device was replaced with an unknown device and the procedure was completed. There were no difficulty with the balloon during prep. The device was prepped according to the instruction for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. The device has been discarded due to infectious disease. No other information was provided.